Event description:
It was reported that the customer experienced a malfunction alarm with their pump on (B)(6) 2025, which was resolved but not initially reported. There was no adverse impact to the customer's blood glucose level. Technical support informed the customer that a pump replacement could not be issued due to company policy, as the issue was not officially reported. The customer acknowledged the responsibility to report any future issues. No additional information was received regarding the outcome of the event.